Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6: h4: the device was manufactured from october 2, 2020 - october 5, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem and no signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during patient infusion. It was further reported that the were no connection issues and after five minutes of infusion the patient heard a noise and realized that the membrane containing the product was torn and the product had dissipated in the rigid shell of the diffuser. The device was filled with 2g of meronem and 100ml of sodium chloride. It was stated the patient clamped immediately. There was no patient injury or medical intervention associated with this event. No additional information is available.